Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had unrestorable image with a scope communication error (e216). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: d4 (UDI number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: poor contact of the video connector or a failure of the base, or a related failure due to a short circuit in the cable of the image sensor unit. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system¿. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.